Event description:
It was reported that a spectrum infusion pump had a defective keypad. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom inoperable keypad. It was observed that the device had a delayed keypad response of approx 3 seconds, determined to be caused by a failed processor printed circuit board. The failed processor printed circuit board was replaced.